Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 12, 2019 - april 15, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and did not show a clear image of the reported leak problem from the device. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was further described as, liquid was noted in the bag in the pharmacy dispensing department after the device was filled and placed in a bag ready for the patient. The leak was noted prior to use. There was no patient involvement. No additional information is available.